Event description:
Customer called to report insulin pump alarmed during prime process. Blood glucose reading at the time was 520 mg/dl. Advised customer to change infusion set as soon as possible. Customer treated high blood glucose with insulin pump. Customer stated that they were at a restaurant and cannot troubleshoot at this time. Customer also mentioned will change everything out when he goes home. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.